Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited loss of capture at maximum outputs. Lead impedance measurements are normal and have been stable since implant. The lead senses normally. There is no evidence of noise.